Event description:
It was reported that the patient developed an infection. On (B)(6) 2013. The device was explanted and re-sterilized. It was implanted on the opposite side. The pulse generator exhibited an error message display and after a software download, normal function resumed.

Manufacturer narrative:
Review of quality records.